Manufacturer narrative:
OEM manufacturing site: the manufacturing location for this product is be temse. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 23d07t1. D4. Medical device expiration date: 30-apr-2025. H4. Device manufacture date: 01-jun-2023. D4. Medical device lot#: 23e04a2. D4. Medical device expiration date: 31-may-2025 h4. Device manufacture date: 27-jun-2023.. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H3 other text : na.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, there was leakage seen in five devices across two lot numbers. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 2024-february-20. H.6 investigation summary material #: 367282. Lot/batch #: 23d07t1 and 23e04a2. Bd received 226 samples (179 from lot 23e04a2 and 47 from lot 23d07t1) and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for sleeve leakage was observed. Notably, the wingset in the photo does not have a holder attached to the non-patient end of the device. The customer samples were evaluated by visual examination and functional draw testing and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, retention samples from bd inventory of each reported lot number were evaluated by visual examination and functional draw testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Although the exact root cause could not be determined, it is important to use a holder with this device. If the device is used without a holder, the rubber sleeve can be pushed further than it is supposed to be causing the sleeve to overlap the threads. Even if the sleeve retracts, the sleeve is no longer in the original position which can then result in the sleeve not covering the non-patient needle and blood leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, there was leakage seen in five devices across two lot numbers. No patient impact reported.